Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately 21 months post-op, it was reported that the patient presented with pain and underwent a revision surgery due to broken rods and a screw. Six screws and two rods were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
A review of films provided shows: ap view of tlif l4-l5-s1 shows broken and rotated rod on the right side above the l5 screw. Screw appears intact.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.